Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 failed to open and did not pop out. A field service engineer found full height drawer 6 was not registering as closed due to faulty inseparable and the magnet was missing and replaced the inseparable. Additionally, the field service engineer noticed that the latch sensor was not fully clipped into the latch assembly, fully seated the latch sensor into the housing and tested the drawer using the hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 had failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.